Event description:
It was reported that, the lead on the his bundle exhibited and increase on the impedance, noisy signals and loss of capture (loc). Additionally, it was found a venous occlusion in the right subclavian. No adverse patient effects were reported.